Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte' 2.75x16mm drug eluting stent to the left circumflex (lcx) artery, but resistance was strong, due to severe calcification, and the stent strut became irregular. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
Visual examination of the returned device revealed damage to the distal edge of the stent. A distal stent strut was raised. The complaint report states that the physician encountered significant resistance upon inserting the device. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is determined to be unknown.